Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the device exhibited multiple automatic mode switching and non-sustained ventricular oversensing episodes that were attributed to noise. The noise was reproducible via provocative testing and pocket manipulation. Fluoroscopy indicated rib-clavicular crush. Subsequently, surgery was undertaken to explant and replace both the atrial and ventricular leads. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).